Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the connector leaked when connected with 10 cc syringe/heparin lock syringe. It was stated this happened with three devices. This report addresses the third device.